Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology at the time of implant was not reported. It was reported that the patient developed ischemic colitis following the implant procedure. The physician does not know how the condition developed. Currently, the patient is improving. No clinical sequelae were reported.

Manufacturer narrative:
(B)(4). Results: ischemia. Lack of information, cause is unknown. Conclusion: ischemia. Lack of information, cause is unknown.